Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported via the manufacturer representative that she lost stimulation in her painful areas. Impedance showed three contacts out on the 0-7 lead and comparison of the implant leads to the current lead placement showed migration; both leads moved lateral and down one body. The patient had fallen twice in the past two weeks. A revision was planned but not yet scheduled and the issue was not resolved at the time of the report. The indication for use was spinal pain. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-aug-09. The rep stated that after the lead revision they were never able to get the stimulation back as it was originally so the healthcare professional (hcp) explanted the device. The rep noted that the patient had fallen. The patient was reprogrammed on unknown dates. The explant resolved the issue. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.